Event description:
It was reported that during a coronary stenting treatment procedure, inflation difficulty and partial stent deployment occurred. The 90% stenosed target lesion was located in the moderately tortuous, non-calcified proximal left anterior descending (lad) artery. A 3.00x20mm veriflex (liberte) stent delivery system (sds) was advanced to the target lesion and successfully deployed. The physician had difficulty inflating the stent balloon, but was able to inflate one time to 8atms for 2 to 3 seconds which expanded the stent, but it was not fully deployed. Therefore, the stent was post-dilated with an unk balloon catheter. It was reported that there were no pt complications. The pt's condition was listed as "good".